Event description:
The customer's mother reported that the reservoir was occluded. Customer stated that she was expecting for 12 reservoirs replacement due to troubleshooting for no delivery and she only received 12 infusion sets. The customer was advised it is best to call when no delivery alarm is occurring so that we can determine the causes of the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).